Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing leakage during use. The following has been provided by the initial reporter: material no.: 309657, batch no.: unknown. Possible lots: 9225551, 1257026, 8318741, 8297832, 9186751 the customer pulled 5 bd 3ml syringes from their supply room as only one was saved and they wanted to bd to have a mix of lot numbers to test. It was reported the 3ml syringes appear to leak when connected to a bd maxzero needleless connector. Verbatim: I met with the nicu manager today regarding the continued incidents their nicu has been having with what appears to be leaking from bd 3ml syringes when connected to a bd maxzero needleless connector. Please note that nicu manager believes that the leaking has been happening more frequently than the reported events based on her recent conversations with her nurses. Please also note that this may also be happening with bd 1ml syringes, wasn't 100% sure. Complaint 3 of 4.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. The lot number 1257026 is expired, the manufacturing plant is unable to verify. Therefore device history record review (DHR) or quality notification review (qn) could not be performed. For lot number 8318741,8297832, during the documentary review, no quality notifications were found that could cause the defect reported by the client, the lot was inspected and approved in accordance with the established quality guidelines. CAPA#1132752 is currently under investigation, with which it is sought to identify possible failure modes that cause the defect, as well as possible improvements, likewise, it should be noted that the lot was manufactured prior to the closure of the CAPA. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9225551. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-22. Medical device lot #: 1257026. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8318741. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-12. Medical device lot #: 8297832. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-19. Medical device lot #: 9186751. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing leakage during use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown. Possible lots: 9225551, 1257026, 8318741, 8297832, 9186751. **the customer pulled 5 bd 3ml syringes from their supply room as only one was saved and they wanted to bd to have a mix of lot numbers to test. It was reported the 3ml syringes appear to leak when connected to a bd maxzero needleless connector. Verbatim: I met with the nicu manager today regarding the continued incidents their nicu has been having with what appears to be leaking from bd 3ml syringes when connected to a bd maxzero needleless connector. *please note that nicu manager believes that the leaking has been happening more frequently than the reported events based on her recent conversations with her nurses. **please also note that this may also be happening with bd 1ml syringes, wasn't 100% sure. Complaint 3 of 4.